Event description:
It was reported that inappropriate shock due to noise were observed. The patient presented with one stored episode of vt with a therapy. The lead was capped and replaced.

Manufacturer narrative:
The reported noise and inappropriate shock could not be confirmed in the laboratory. External insulation abrasion was found at 21.4cm to 21.5cm from the pin, consistent with friction to the ICD can. The etfe coating was intact at this location. Without the return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.